Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received broken force sensor alarm and it did allow them to rewind the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer was able to rewind the insulin pump but not able to rewind. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test verify a35 alarm due to a33 alarm. However, device passed rewind test and displacement test.